Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, nabothian cyst, spinal fusion surgery, ankle arthroplasty, knee arthroplasty, ovarian cystectomy, c-section, uterine dilation and curettage, pelvic adhesions, menorrhagia, multigravida, smoker, fatigue, stress urinary incontinence, obesity, fibromyalgia, cervical spinal stenosis, lumbago, gerd, hyperlipidemia, pneumonia, dyspareunia and cystitis interstitial. Previously administered products included for an unreported indication: detrol, parafon, depo-provera, crestor and claritin. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (total laparoscopic hysterectomy, tvt was all explained, left oophorectomy, and cystoscopy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, general abnormal bleeding for the second essure, was placed in the right tube and at the end of that there was noted to be approximately 4 ½ coils visible. The essure was then placed in the left tube and the end of this noted to be approximately 3 coils present. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2010: 1. Multiple prominent nabothian cysts 2. Several small cysts noted in the left ovary.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: reporter, medical history, historical drug , lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy+salpingectomy (unilateral),). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for events ¿ pelvic pain, general abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events general abnormal bleeding, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.